Event description:
It was reported that during an angioplasty procedure, the liberte monorail stent migrated during deployment attempts. Following angioplasty of the right coronary artery (rca) in 2006, the lesion being treated during this procedure was located in the proximal third of the circumflex coronary artery (cx). While starting to deploy the liberte stent in its intended location, the stent shifted away from the balloon, without being expanded, and remained between the branch of the left coronary artery (lca) and cx ostium. A series of maneuvers were performed to try to capture the stent, but were unsuccessful. Finally a taxus liberte stent was deployed at the target lesion successfully. Five days post-procedure, during a diagnostic procedure to locate the liberte stent, it was found at the popliteal artery. The stent was removed through minor surgery; details have been requested but not been provided. The pt was reported in 'good condition', and discharged from the hosp seven days later.

Manufacturer narrative:
No product was returned to the analysis site and no product analysis can be completed; therefore, no root cause determination can be made. A review of the manufacturing records for batch # 9212966 found that the device met its material, assembly and product specifications at the time of release to distribution.